Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: investigation is based on event description and image review. The complaint report states the celect platinum ivc filter was deployed at the l2/l3 level, with the filter migrating to the suprarenal portion of the ivc. On the single image provided, the primary filter legs do not appear to expand to occupy the entire lumen of the ivc and are clustered towards the right aspect of the ivc. Furthermore, the hook of the ivc filter appears to abut the right lateral wall of the ivc. He secondary legs are not appreciated on this examination due to the low resolution of the study. There is suggestion of a filling defect within the ivc suggesting there may be some caval thrombus present, but this may also represent a flow artifact, it is not possible to differentiate these potential processes on this single image. A potential explanation of why the primary filter legs did not expand completely to engage with the wall the ivc include thrombus formation within the deployment sheath, or potentially engagement of possible thrombus in the ivc lumen itself preventing the full expansion of the primary filter legs. The ivc anatomy appears otherwise unremarkable. The filter was removed by use of a gtrs and a new filter was placed with no events to the patient. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under PMA/510(k) k121629. Investigation is still in progress.

Event description:
Description of event according to initial reporter: migrated from 12-3 into hepatic ivc anchor struts not deployed. Additional information received 01-nov-2018: "the filter migrated into the hepatic ivc and the struts did not open. Customer then has to retrieve filter and deploy a new filter". Patient outcome: the patient did require additional procedures due to this occurrence. "Retrieved using gtrs". According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.